Manufacturer narrative:
Initial reporter phone#: (B)(6). Investigation summary: occurrence: a complaint history check was performed and this is the 1st related complaint for stopper missing and barrel tip breaks off during use on lot # 9231156. Customer returned photos of a 1cc, 6mm, 31g syringe with a poly bag from lot # 9231156. Customer states that the syringe do not have a black stopper and when removing the orange cap (needle shield), it was removed with everything and the needle and the top of the syringe, not much force was exerted, just by removing the cap, it came off with the entire top. The attached photos were examined and exhibited missing stopper and broken plunger rod tip. Manufacturing ((B)(4)) will be notified of this issue. A review of the device history record was completed for batch# 9231156. All inspections were performed per the applicable operations qc specifications. There were two (2) notifications [200840102, 200840390] noted that did not pertain to the complaint. Investigation conclusion: confirmed: bd was able to duplicate or confirm the customer¿s indicated failure (missing stopper and broken plunger rod tip). Root cause description: the automatic syringe assembly machine feeds 1cc/ml, syringe components (barrel, stopper, plunger) and assembles these components. This machine consists of a barrel-cleaning dial, lubrication dial, one plunger/stopper assembly dial and one syringe assembly dial and various inspection and transfer dials. Maintenance dispatch 75719 was made during the production of this batch for missing stoppers. The issue was resolved by readjusting a part that was not placed properly after the scheduled preventative maintenance. There were no quality notifications or maintenance dispatches during the production of this batch that pertained to the defect of broken plunger. A root cause for this defect cannot be determined. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that the hub separated from the bd ultra-fine¿ insulin syringe when removing the needle shield before use. The following information was provided by the initial reporter, translated from spanish to english: "in the last purchase of your bd ultrafine 6mm insulin syringe product, a total of 3 syringes came out defective: 2 do not have a black stopper. 1 when removing the orange cap (needle shield), it was removed with everything and the needle and the top of the syringe, not much force was exerted, just by removing the cap, it came off with the entire top. (Hub separates from barrel)."